Event description:
Doctor at hospital implanted two zurich distractors, moses/stucki style, 15mm in a patient in 2006. Patient came in for a follow-up visit 47 days later and no problems were found. Patient went home and later in the evening felt that something had broken. Patient came into the emergency room and the doctor performed an unscheduled procedure and found one of the distractors (02-530-15, left) had broken at the plate. Doctor removed the distractor and plated the patient with a 25-752-04, 4-hole, long, locking plate. Patient was approximately 10 days away from removal of the distractor.

Manufacturer narrative:
Doctor told rep that this type of procedure causes the distractors to create opposing forces as the procedure evolves. Distraction was complete and patient was in consolidation phase. Doctor attributed opposing pressure during the consolidation phase as the contributing factor to the failure of this device. The distractor will be sent to the manufacturer for further evaluation.